Event description:
It was reported that the pump was rubbing on the patient's rib cage. The patient was short-waisted with little room between the hips and ribcage. The patient was taken to surgery. Upon opening the pocket, it was noted that the pump had "come loose of the original sutures". The pocket was revised and the pump resutured. Final patient outcome was unknown.